Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed noise which caused oversening, inhibition of paing and syncope. An invasive procedure was done and the leads were found reversed in the header. This was corrected, however the noise was still present and there was blood in the header. The device was changed out. Post operative electrogram strips displayed no noise, however currently there again is noise on the rate/sense, and shock channels.